Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens remains implanted). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded intraocular lens into the patient's left eye, unexpected postoperative refraction changes were observed as provided below and a yttrium aluminum garnet (yag) capsulotomy was performed. No additional information was received. First post-operative check-up: vision measurement: zc os (left eye): 0.7++ refr os: 0.9=(difficult). Subjective refraction: os: s +0.75 c -0.50 x 35. Second post-operative control: vision measurement: zc os: 0.90-. Refr os: 1.20-. Subjective refraction: os: s +0.25 c -0.50 x 35. Third post-operative control: vision measurement: zc os: 0.8- refr os: 0.9. Subjective refraction: os: s +0.75 c -1.0 x 40. Fourth post-operative control + status after yag: vision measurement: zc os: 0.3 (searching) ec os: 0.6 refr os: 1.2+. Subjective refraction: os: s +3.25 c -1.75 x 75. Fifth post-operative control + status after yag capsulotomy: vision measurement: refr os: 1.2-. Subjective refraction: os: s +4.0 c -2.75 x 75. Nb: pre-operative spectacle data. Spectacle measurement: os: s +0.50 = c -2.50 x 130 degrees. We learned through follow-up that in 2018 the measurements were: os: s -0.25 c -2.50 x 141.